Event description:
On (B)(6) 2012, it was reported that the patient's infusion device shut off without first providing an alert or error message. The patient programmed a bolus and then five minutes later the infusion device shut off. The patient put a new battery in the device and it worked through the start-up, but then switched off again without giving an alert or error message. The patient changed the battery once more, but the infusion device did the same thing. He has now switched to his back-up infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.